Event description:
It was reported by service report that the litter was stuck at the highest height. It was further reported the scale was not displaying an accurate reading. It is unk if there was pt involvement or if there were adverse consequences to report.